Event description:
An account received i.v. Poles where the chrome plating was flaking off, the account alleged several individuals received cuts to their hands.

Manufacturer narrative:
This failure has the possibility of causing serious injury were it to reoccur, and therefore is being reported. The account has not yet replaced the defective i.v. Poles.